Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while this implantable cardioverter defibrillator (ICD) was delivering anti-tachycardia pacing (atp) for ventricular fibrillation, an inappropriate shock was delivered that accelerated the rhythm into a short burst of ventricular tachycardia (vt). Technical services (ts) was consulted to review episodes and confirmed the initial condition was patient related and that atp was highly successful. Ts noted the patient received one inappropriate shock after atp had converted, creating the short burst of vt. Ts determined that therapy was never exhausted and gave system and patient related recommendations based on the episodes reviewed.